Event description:
Pt placed on ECMO bypass. Good saturation (100%) initially. However, membrane failed requiring replacement. Pt coded during replacement and required epinephrine and other reinitiating ECMO, pt did not respond and subsequently expired in 2005 due to severe pulmonary hypertension and cardio-respiratory failure. Pt was bagged throughout. It is believed that the death stems from the medical condition as opposed to the membrane failure.